Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a case, the attachment and motor seized. The motor was replaced, however it was found out that the attachment has the problem. It was reported that the delay in the procedure may have caused impact to the patient that was brought to the ICU. Additional information about the event is being followed up from the facility contact person.

Manufacturer narrative:
Report confirmed. Evaluation determined that the attachment seized. The likely cause was identified as corroded shaft and bearings. It was also noted that the laser markings were corroded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, no further information can be provided regarding the status of the patient post-surgery.

Event description:
On follow-up, it was reported that the event happened during evacuation of subdural hematoma. Initially, two pneumatic motors were used with the ad01, but it was not working. Then, it was replaced by an em200 and was used to create a burr hole, turn a flap, and gain access to the subdural hematoma. It was also reported that there was a 15-20 minute procedure delay to change the device and identify the root cause of the failure. There was no further information regarding the serial numbers of the reported pneumatic motors.

Manufacturer narrative:
No conclusion can be drawn for the two pm700. No evaluation was performed, as these devices were not returned. If these devices were returned in the future, product analysis may be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.